Manufacturer narrative:
(B)(6). Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for abnormal additive with the incident lot was observed. One samples was evaluated for the discolored additive. The tube was out of specification requirements for citrate composition. Source of discoloration could not be identified during analysis. Remaining nineteen tubes analyzed for draw volume. Draw volume was within specification. Additionally, a review of the manufacturing records was completed for the incident lot # 5041595 and no issues were identified. Conclusion: root cause is unclear. Abnormal additive is likely due to manufacturing deficiency.

Event description:
It was reported that the additive bd vacutainer® glass sterile coagulation tube, siliconized interior, 0.129m buffered sodium citrate, lt. Blue conventional stopper, paper label, 4.5ml, 13x75mm had a brown hue. No injury or medical intervention.